Event description:
It was reported that the touchscreen display is shattered and pixilated after the pump was dropped. No impact to customer's blood glucose level. The device is a demo pump.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.